Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a loss of therapy. Therapy was not working for the three weeks prior to (B)(6) 2016 because the patient was in pain and couldn't walk due to the pain. The patient felt very little stimulation and if she increased stimulation she felt jittery. The patient also felt simulation and felt jittery if she coughed. The patient noted that three weeks prior to (B)(6) 2016 she visited a friend at the hospital and it was a long walk. Since then therapy had changed. Two months after implant the patient felt jolts when lying down and had to turn stimulation off when she lied down. There were no trauma/falls that could have been related to this issue. The patient checked her device with the patient programmer and it showed that the setting was group c at 9.80 volts amplitude and therapy was turned on. It was noted that the patient could increase stimulation. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.